Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 66 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: less is more: can we achieve cardiac resynchronization with 2 leads only? International journal of cardiology. 2017; 249:184-190. Doi: 10.1016/j.ijcard.2017.09.189.

Event description:
A journal article was reviewed which contained information regarding cardiac resynchronization therapy defibrillators (crt-d). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths. The article also reports there were patients that experienced left ventricular (lv) lead dislodgement requiring repositioning, and far field r-wave (ffrw) oversensing due to tip/tissue interface issues. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.